Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 year and 2 months due to psoas irritation.

Manufacturer narrative:
(B)(4) initial report. Additional information including; operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report additional information including; operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow the correct post-op protocol and an update on the patient post revision was requested, however, no more information was provided. The appropriate device details were provided and it was found all finished devices associated with this record was manufactured to specification at the time of manufacture. Based on the available information, no further investigation can be conducted, and the root cause of the reported irritation is unknown. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.